Event description:
A malfunction alarm was reported with no notable events occurring prior. Customer's blood glucose level did not exceed 500 mg/dl, and was within a normal range, indicating no adverse impact. Customer was assisted by technical support with resetting the pump, and no malfunction recurred after the reset. Customer was advised to continue using the pump and to report back if any issues arose again.